Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure on (B)(6) 2019, lead was unable to implanted due to patient anatomy issue. Procedure was abandoned as a result. Patient was stable.